Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the stapler 45 reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history revealed no other complaints for this product. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the following additional information was provided. The image review revealed that one of the rows of staples did not deploy as intended. The pushers were not visible on the reload post-fire, and most of a row of staples were not present in tissue. Review of logs for procedure performed on (B)(6) 2021 on system sk3214, revealed that a sureform60 (lot #t90200124-0231) stapler instrument and endowrist 45 (lot #t1020108-0021) stapler instrument were used during the case. Per review of logs, one green endowrist reload was fired. The logs do not show any firing failure errors, and the picture of the reload does not show an exposed blade, suggesting that the logs likely identified the firing of this reload as a completed firing. This complaint is being reported due to the following conclusion: it was alleged that staples were missing from the staple line with unknown cause. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon was using the stapler 45 instrument and when stapling there was a firing issue. One of the rows on one side did not fire. There was no known patient harm as a result of the issue, and the surgeon was going to check for a staple leak. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 20-sep-2021. The instrument was inspected prior to the procedure with no issues found. A leak test was performed with egd and saline which resulted in a negative for leak. The color of the stapler reload involved was green 45mm on thick tissue. This was the stapler's first fire. It was fired across staple lines. Peristrips buttress material was used. The surgeon confirmed that "half of the row did not fire." The tissue was thick, requiring compression pause x2. The tissue being stapled at the time was stomach tissue. The issue was resolved by over sewing the staple line. The customer will return the defective reload.